Manufacturer narrative:
Assystematic review and investigation for the cause of the issue has been completed. The root cause has been identified as water contamination. This failure occurs over time and could not have been anticipated. No corrective action is recommended since the failure was induced by the customer site. Refer to evr-19980086.

Event description:
The service report shows peep levels could not be maintained properly. The nellcor puritan bennett customer support engineer (npb cse) verified the malfunction. The npb cse inspected the device and replaced the auto zero solenoids. The unit subsequently passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.